Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that no com pump to mobile-unresolved occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
An attempt to reproduce the reported event with iphone 11 pro max (ios 15) and iphone 13 mini (ios 15.4.1) minimed mobile app (1.2.1) with 780g pump (software version 6.7w) was made and the connection was successfully established. The customer was able to connect the pump to the mobile app however the data was not visible. The connection to pump was lost within 20 mins of connecting to the pump. As per the logs that were analyzed we can see that there were regular disconnects with the pump. At the same time, the app processed correctly and in accordance with the design. Unfortunately, it is impossible to determine the nature of disconnects from the app logs. Software performed as expected per ble connect ios and android mobile *software requirements specifications - (B)(4). In this case, the customer was advised: move the pump closer to the mobile device or moving the pump and the mobile device to the same side of their body may resolve the condition. To keep the pump and the compatible mobile device within 20 feet of each other without obstacles. To delete pump and mobile pairing. To delete the pump pairing from the mobile device's bluetooth settings. To force close the minimed mobile app. To perform restart on mobile device. To re-launch minimed mobile app and follow the pairing process to pair the pump and mobile device, per user guide(s) customer issue persisted after following the above steps and the customer decided to use another mobile device. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.